Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a 6-12f mynx control venous vascular closure device (vcd) was removed, it was noted that there was a significant portion of sealant visible protruding from the access site. This sealant was hydrated and wiped away and the patient continued to have successful hemostasis and a successful recovery. There was no reported patient injury. The patient underwent a cardiomems procedure. There was a single access site with an unknown 11fr sheath. The device was deployed successfully and per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, after a 6-12f mynx control venous vascular closure device (vcd) was removed, it was noted that there was a significant portion of sealant visible protruding from the access site. This sealant was hydrated and wiped away and the patient continued to have successful hemostasis and a successful recovery. There was no reported patient injury. The patient underwent a cardiomems procedure. There was a single access site with an unknown 11fr sheath. The device was deployed successfully and per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. As part of the picture, it could be observed a sealant exposed and swelled that showed evidence for blood exposure. No other anomalies of the product can be noticed at the attached picture. A review of the manufacturing documentation associated with lot f2433001presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inaccurate placement partial" could not be evaluated due to the nature of the complaint, as patient involvement cannot be duplicated in the analysis lab and the device was not returned in order to evaluated for any malfunction. With the limited information provided and without the return of the device, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.